Manufacturer narrative:
Batch review performed on 21 august 2017. Lot 140728: (B)(4) items manufactured and released on 31 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. There was no bone growth on the implant which caused the instability. The surgeon revised the stem and head. The surgery was completed successfully. X-rays are available. Explants are not available.